Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, patient engaging in strenuous activity, not using antibiotics, using inappropriate tools, patient picking at the wound, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated that the cause of the infection was unknown. However, the questionnaire shows the clinical representative is unsure if the site was irrigated before closure and whether the skin was prepared according to the IFU, which may have contributed to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the irritation/infection is likely due to the site not being irrigated before closure and the skin not being prepped according to the IFU (user error-clinician).

Event description:
Patient reporting redness and discomfort on the incision site. Implanting clinician prescribed antibiotics to treat a possible infection. On (B)(6) 2021, the patient reporting incision healing, and pain is gone. No revision/explant is scheduled. No further issues have been reported.